Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -11.00/1.5/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. Elevated iop(24mmhg) without pupil block and angle closure were assessed on (B)(6) 2021. Significant reduction of irido-corneal angles and pigment dispersion were observed. Lens remains implanted. Cause of the event is reported as device, "lens too big for eye." Reportedly, surgeon to replace with a shorter length lens. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.